Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right below the knee artery. A non bsc guide wire was advanced to the lesion. A 2mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. The balloon ruptured at 12 atmospheres. The number of inflations is unknown. The proceed was completed with a different device. No patient complications were reported and the patient¿s status was good.